Manufacturer narrative:
MDR being submitted as a result of a retrospective complaint review. Review of the device history records revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released in accordance with the device master record. Although the suspect device has not been returned for evaluation, performance testing was conducted by the supplier of alphatec targeting needles. Testing consisted of ultimate push (insertion of the device), ultimate pull (extraction of the device if stuck), and ultimate torsion (twisting of the device for insertion or extraction). The supplier found that device functions as intended. No discrepancies or assignable causes were detected during their root cause investigation.

Event description:
The surgeon used standard illico surgical technique to insert the targeting needle into the bone prior to guide wire insertion. The guidewire was inserted, per the technique guide and upon attempting to remove the targeting needle from the bone, the blue plastic handle came off of in his hand, leaving the metal portion stuck in the pedicle. After about a 10-15 minute delay, he was able to twist the remaining portion out of the bone with vice-grips to complete the procedure.